Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door close alarm, caused by a failed upper hook switch. The upper auxiliary assembly (including the failed switch) was replaced.

Event description:
It was reported that a spectrum pump door will not shut properly. During baxter's evaluation, the pump alarmed close door. It was also reported tat there was no patient involvement.